Event description:
On (B)(6) 2022, I was fitted with a "permanent crown" by the provider. I asked for a product insert, but never received one. I was not informed of the MFR until after the procedure. On (B)(6) 2022, the product described as a zirconium crown was inserted and cemented with relyx n. V. #15, a 3m product. I was not informed of the specific products being used. After the procedure, I was asked to sign a statement on the medical chart: "pt happy with shade, shape and fit. "X" where I did not give informed consent to use any 3m product (relyx luting 2 resin modified glass lanomer cement. Had I known this was being used, I would have refused the procedure because of the deleterious effects of their silicone breast implants and their lack of ethical consumerism. I feel duped for political gain after having lodged a prior complaint.